Event description:
New information from the review of remote transmissions from 28 feb, 2021 noted 12 non sustained right ventricular oversensing episodes and non sustained episodes occurring on 27 feb, 2021. The device did not deliver any therapies on 27 feb, 2021 but no electrical anomalies or evidence of any device or lead malfunction could be found. Based on the electrocardiograms the device functioned properly based on the programmed settings. The device was programmed to a 1 ventricular fibrillation zone with a 214 beats per min. Cut off and 24 intervals of detection. The non sustained right ventricular oversensing and non sustained episodes appeared to show either polymorphic ventricular tachycardia/fibrillation or an agonal rhythm usually seen in dying patients, with very small and wide complexes. Some ventricular undersensing occurred in these episodes due to the nature of the senseability algorithm and nature of patient's intrinsic activity during the episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Remote monitoring noted a transmission alert on (B)(6) 2021 for a non sustained right ventricular oversensing episode on (B)(6) 2021. The episode appeared to be for polymorphic ventricular tachycardia below the ventricular fibrillation detection zone with intermittent undersensing. No high voltage therapies were delivered. It was found that the patient was deceased. The time of death was unknown but the date of death was recorded as (B)(6) 2021. No other information was available at this time.